Event description:
Additional information received reported that the cause of the event was unknown. The reporter stated that there were no abnormal impedance measurements, and an issue was the patient not understanding how to change programs. Reprogramming was done on (B)(6)-2012, when programs were changed and the patient was taught again how to manage chancing her programs and amplitudes. Signs and symptoms associated with the event included decreased effectiveness. It was noted that there was no hospitalization. A follow-up report will be made if additional information becomes available.

Event description:
Follow up reported, the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. The patient had improvement and was hoping for more improvement. Patient had appointment scheduled with health care professional. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain from the implant in the pocket site around the implantable neurostimulator (ins). The patient was unsure if it was nerve pain because it feels like an electric shock in the wound area. The patient feels the pain while standing or sitting, but not while lying down. The patient had been taking pain pills and aleve for the pocket pain. The patient has urinary retention and urgency, but had not felt any stimulation in her vaginal area.

Manufacturer narrative:
Product ID 3093-28, lot# v973754, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).